Event description:
It was reported that the patient was in the hospital due to uncontrolled seizure activity for two days. The patient then passed away due to the seizure activity. One month prior, the patient had a follow up appointment where vns system diagnostics were within normal limits. No additional relevant information has been received to date.

Event description:
Per the physician, the cause of death is not known, but the physician does not believe the vns is related to the cause of death, as the device was functional when it was checked shortly before the patient's death. No additional relevant information has been received to date.